Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope was cultured twice under routine testing and the operating channel tested positive for microorganisms. Initially, the device tested positive for ten (10) colony forming units (cfus) of stenotrophomonas maltophilia. However, when the device underwent a second round of sampling, it tested positive for 50 cfus of klebsiella pneumoniae and 80 cfus of stentrophomonas maltophilia. This was identified during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device not been returned to olympus to date. The user facility provided additional information regarding the methods to clean, disinfect and sterilize the endoscope. During preliminary cleaning, the customer suctions water through the suction and operating channel and washes the air/water channel using the detergent cidezyme. During manual treatment, the customer brushes the operating channel, the intake cylinder and operating channel input. The scope is manually disinfected using manual detersion with cidezyme. The customer uses automated endoscope reprocessor (aer) steelco ew2 along with detergent neodisher sc and disinfectant neodisher peracetic acid. The customer stores the scope in the steelco ed200 drying cabinet. The customer uses olympus as the facility¿s maintenance company. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted during the evaluation including that the light guide lens cover was chipped, the glue on the light guide lens cover was porous, the bending section rubber glue was worn out, the insertion section was kinked and buckled, the scope body and grip were worn out, the air valve was corroded, the electrical contacts were scratched, and the scope connector was dented. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.